Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the inability to recognize an open door. Service evaluation verified the inability to detect an open-door state. The cause was identified to be the lower hook switch remaining closed well the door is open. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was unable to detect an open door state there was no patient involvement. No additional information is available.